Event description:
Pt had "port-a-cath" inserted. In november 1996, when he was being treated for pneumonia, it was noted that the catheter part of the device had detached and was lying in the superior vena cava and right atrium. He presented to a cardiologists office in janary 1998 and he was scheduled for surgery to remove the device. Cardiac surgeon suspected that device was infected. Cultures were taken of device at time of surgery. They are still pending. Device was given to pt.